Manufacturer narrative:
As reported, during routine inspection upon receipt of goods, the distributor discovered unknown blue filament material inside the inner packaging of a 3dmax light mesh. The photo provided confirms the presence of foreign material (blue filament) within the clamshell tray; however, the photo review does not assist in determining the root cause. The subject mesh was not available for evaluation. Based on the information available and without a sample for analysis, a definitive root cause could not be established. Review of manufacturing records confirms that the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This MDR represents the 3dmax light (device 2). Additional mdrs were submitted to represent the 3dmax (device 1) and 3dmax light (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during routine inspection after receiving the goods, the distributor discovered unknown blue filament substances inside the inner packaging of a 3dmax mesh (device 1) and two 3dmax light mesh (device 2 & 3). It was reported that, the outer packaging was intact, and the inner packaging was properly sealed before opening. This file represents device 2.